Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, while performing the gastric bypass, the load caught and did not fire. The reload was replaced by another and ran smoothly. No patient injury.